Manufacturer narrative:
A technical service consultant recommended programming changes. According to the local representative, the patient underwent an ablation procedure to resolve. As of today, the device remains in service. No adverse patient effects were reported. No additional information was provided.

Event description:
Boston scientific received information that this device exhibited loss of capture while delivering antitachycardia pacing.